Manufacturer narrative:
Investigation is ongoing. (B)(4).

Event description:
After deployment of a 23mm sapien 3 valve in the aortic position by transfemoral approach through a fem-fem bypass, the commander delivery system was unable to be removed through the 14fr esheath. The distal end of the delivery system became stuck inside the esheath. While attempting to remove the delivery system, the balloon separated from the delivery system and became wedged inside the esheath. A decision was made to surgically remove the esheath and delivery system due to patient factors (single vessel runoff to the legs). The sheath was cut in two places before it was removed from the body. The valve was deployed in good position. The hospital has the devices and indicated that they will send them after a few days. Of note, the patient was stable 4 days post procedure. As reported, the coaxial alignment of the delivery system was good. There was no crossing difficulty. There was volume retained in the balloon; troubleshooting was performed by pulling negative pressure into the atrion and into a larger syringe in attempt to rewrap the balloon. The cause for the balloon separating from the delivery system was thought to most likely be due to the balloon not being re-wrapped correctly before removal of the delivery system through the esheath. However, an operator pulled ¿too hard¿ on the delivery system causing the balloon to separate. After sheath removal there was damage noted to the esheath, it appeared to be "coiled". Of note, the sheath damage was noted after the removal due to negative pressure being applied to rewrap the balloon.

Manufacturer narrative:
After further review of this case, including the engineering evaluation, the previously reported failure and injury is now attributed to the delivery system not the esheath, as initially reported. The initial MDR was sent for the surgical cutdown, which remains a reportable event. However, it is now attributed to the delivery system rather the sheath. The commander delivery system was not returned to edwards lifesciences for evaluation. To date, despite multiple requests, the affected devices remain under the custody of the hospital. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The complaint was confirmed based on a review of provided images. On an image of the condition of the device following the procedure, the balloon is seen stuck at the distal end of the sheath, and the distal end of the balloon is seen to be bunched. The remainder of the delivery system is not seen in the image, as it has separated from the nose cone and inflation balloon. During balloon manufacturing, the commander delivery system undergoes inspections for the following: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. Visually inspected for defects, mechanical damage and deformation. The crimp balloon to inflation balloon laser bond is 100% inspected. The guidewire shaft to nose bond and the nose tip/guidewire shaft bond are visually inspected for defects. During the pleat, fold and forming process, the delivery system balloon is inspected for balloon size and contamination. The y-connector is inspected for the following: gaps and leak channels, and adhesive coverage. During final inspection the delivery systems are dimensionally inspected for critical dimensions, missing components, incorrect assembly, device damage, contamination, nose tip to balloon bond, nose tip to guidewire shaft bond area, crimp balloon to balloon shaft bond. During product verification (pv) testing using sample devices are tested. The samples are inspected for physical defects such as kinks, cracks, and loose or missing components. In addition, the inflation/crimp balloon and nose tip/inflation balloon bonds are visually inspected for tears or separations. Functional testing for y-connector/guidewire shaft, nose tip/guidewire shaft, inflation /crimp balloon, nose tip/inflation balloon bonds tensile strength are inspected. The samples passed this test as per tensile strength parameters. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. A device history record (DHR) review was performed and revealed no manufacturing related issues that could have contributed to the reported events. A review of lot history for the lot revealed no other similar complaints. A review of complaint data revealed that the complaint rate did not exceed the february 2018 control limits for the applicable trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Based on the condition of the device in the provided imagery, the complaints for ¿distal tip, nose tip ¿ separated¿ and ¿delivery system ¿ withdrawal difficulty-through sheath¿ can be confirmed. Because the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional testing to confirm the presence of a manufacturing nonconformance; however, a review of the DHR, lot history, complaint history, and manufacturing processes provided no indication that a manufacturing nonconformance contributed to the reported event. Additionally, a review of the IFU/training materials revealed no deficiencies. Training materials instruct to ensure that the balloon is completely deflated prior to removal. If there is residual fluid in the balloon during delivery system withdrawal, the balloon can become stuck on the tip of the esheath, making it difficult to remove. According to the complaint description, ¿some volume was inadvertently retained in the ds balloon¿ following valve deployment. It is likely that the extra volume expanded the balloon profile, causing it to become stuck on the distal end of the sheath and contributing to the withdrawal difficulty. Then, during subsequent attempts to remove the balloon, the additional pull force that was likely applied to the delivery system caused the distal tip of the commander to separate. Available information suggests that procedural factors contributed to the reported events; however, a definitive root cause cannot be determined at this time. No labeling or IFU/training inadequacies were identified, and the respective trend categories for february 2018 do not exceed control limits. In this case, available information suggests that procedural factors contributed to the complaint event. No corrective or preventative action is required at this time.